Event description:
It was reported that a device related thrombus occurred. A left atrial appendage (laa) closure procedure was successfully performed using a watchman flx laa closure device with delivery system (wds). During a routine follow up examination in (B)(6) 2023, transesophageal echocardiogram (tee) revealed a device related thrombus. The patient was admitted to the hospital and the post procedural medication regime was changed from eliquis to coumadin. The patient will undergo additional imaging going forward. No patient complications were reported.

Event description:
It was reported that a device related thrombus occurred. A left atrial appendage (laa) closure procedure was successfully performed using a watchman flx laa closure device with delivery system (wds). During a routine follow up examination in (B)(6) 2023, transesophageal echocardiogram (tee) revealed a device related thrombus. The patient was admitted to the hospital and the post procedural medication regime was changed from eliquis to coumadin. The patient will undergo additional imaging going forward. No patient complications were reported. It was further reported the laa closure procedure took place in (B)(6) 2022. Following discovery of the device related thrombus in (B)(6) 2023, the patient was discharged two days post admittance to the hospital.